Event description:
It was reported that during an interventional procedure to the first diagonal with heavy tortuosity, heavy calcification and 90 percent stenosis, predilatation was performed with the 2.5 x 20 mm rx voyager t balloon dilatation catheter. A non-abbott stent failed to cross the lesion. The voyager was advanced a second time to dilate the lesion. When dilated a third time, the balloon ruptured at 11 atmospheres. The voyager was removed and a non-abbott balloon catheter was used to further dilate the lesion. A non-abbott stent was implanted to complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the balloon catheter was returned with blood and contrast in the inflation lumen and in the loosely folded balloon, consistent with device preparation, use of the catheter and a leak or rupture inside the patient anatomy. There were two kinks in the hypotube 1.5 centimeters (cm) and 88.9 cm distal to the strain relief tubing. An indeflator, filled with water, was used in an attempt to pressurize the balloon, but the balloon would not inflate. After the catheter was left pressurized to dissolve the blood and contrast in the inflation lumen and in the balloon, the balloon was pressurized and fluid was observed leaking at a pinhole at the proximal shoulder. Factors that can contribute to balloon rupture/leak may include, but are not limited to, manufacturing deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. To ensure that all products perform according to specification, all balloon catheters are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release. There was no report of any product damages during inspection prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced. The balloon was able to inflate without issues on the first 2 attempts indicating that there was no leak. There was a 1 millimeter radial scratch extending from the pinhole, which was likely a result of lesion interaction. It was most likely that the balloon interacted with the reported heavily tortuous and heavily calcified lesion such that the balloon material weakened and ruptured upon additional inflation attempt. The hypotube kinks most likely occurred during the procedure or during packing the device for return as there was no report of any damages during inspection prior to use. Based on the information provided and the returned product analysis, the reported balloon rupture was related to the operational context of the procedure. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. There is no indication of a product quality deficiency.